Event description:
Perclose device failed to release and then was stuck in artery which created a much larger hole than what's intended; the left side pro-glide malfunctioned and the footplate did not come down resulting in a larger arteriotomy then necessary . Due to this failure in the devices, the surgeon had to cut down on the patient's left groin which made for a much larger surgery than intended with a 200 millileter blood loss. There were two different perclose closure devices that malfunctioned.